Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator logged a "check vent: proximal pressure sensor auto-zero failed" error code (110b). There was no patient involvement when the issue occurred. No patient or user harm reported. The se reporoted that solenoid valves 3 and 4 were replaced to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.